Event description:
It was reported, that the patient's right ventricular (rv) lead exhibited high capture threshold measurements. And was oversensing noise, resulting in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.